Event description:
Us customer contacted cepheid to discuss patient results. The customer has noticed an increase in positive results on xpert xpress sars cov-2/flu/rsv plus since (B)(6) 2022. The customer has also noted that endpoints are lower than what they are used to seeing historically. Patients were tested with xpert xpress sars cov-2/flu/rsv plus using two different lot numbers. This report captures the second of the two lots used. Samples are collected in the parking lot and are taken inside to the laboratory immediately for testing. Samples are processed by shaking the transport tube 5-6 times. Then the pipette in the kit is used for transfer of 300 microliters into the cartridge. Customer noted that the samples were tested for travelling purposes. Patient #1: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient #2: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient #3: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient #4: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. The customer then swabbed herself. Customer was not symptomatic at the time of collection. Customer ran her sample on the xpert xpress cov-2/flu/rsv plus three times. Customer run #1: on (B)(6) 2022, customer collected their own sample. On (B)(6) 2022, the sample was processed with the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was not reported to a physician. Customer sample 1 run #2: on (B)(6) 2022, customer ran a second test using the same sample. On (B)(6) 2022, the sample was processed with the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was not reported to a physician. Customer sample 1 run #3: on (B)(6) 2022, customer ran a third test using the same sample. On (B)(6) 2022, the sample was processed with the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was not reported to a physician. The customer then tested on another naat platform: abbot ID now covid-19. The result was sars cov-2 negative. This result was not reported to the physician. On (B)(6) 2022, the customer ran a blank cartridge by pipetting 300 microliters of saline into the cartridge. The blank cartridge was processed with xpert xpress cov-2/flu/rsv plus. The result of the blank was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. On (B)(6) 2022, the customer reported to cepheid that they believe the issue is isolated to the swabs. On (B)(6) 2022, customer ran swab with no human specimen on xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. There is no contamination in the area where swabs are stored. Swabs came sealed. On (B)(6) 2022, customer ran a swab from a different lot. This run was processed on xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 negative, flu a negative, flu b negative, rsv negative.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. The customer has noticed an increase in positive results on xpert xpress sars cov-2/flu/rsv plus since (B)(6) 2022. The customer has also noted that endpoints are lower than what they are used to seeing historically. Patients were tested with xpert xpress sars cov-2/flu/rsv plus using two different lot numbers. This report captures the second of the two lots used. Samples are collected in the parking lot and are taken inside to the laboratory immediately for testing. Samples are processed by shaking the transport tube 5-6 times. Then the pipette in the kit is used for transfer of 300 microliters into the cartridge. Customer noted that the samples were tested for travelling purposes. Patient #1: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient #2: on (B)(6)2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient #3: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient #4: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the sample was processed with xpert xpress cov-2/flu/rsv plus. Test resulted as sars cov-2, positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. The customer then swabbed herself. Customer was not symptomatic at the time of collection. Customer ran her sample on the xpert xpress cov-2/flu/rsv plus three times. Customer run #1: on (B)(6) 2022, customer collected their own sample. On (B)(6) 2022, the sample was processed with the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was not reported to a physician. Customer sample 1 run #2: on (B)(6) 2022, customer ran a second test using the same sample. On (B)(6) 2022, the sample was processed with the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was not reported to a physician. Customer sample 1 run #3: on (B)(6) 2022, customer ran a third test using the same sample. On (B)(6) 2022, the sample was processed with the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was not reported to a physician. The customer then tested on another naat platform: abbot ID now covid-19. The result was sars cov-2 negative. This result was not reported to the physician. On (B)(6) 2022, the customer ran a blank cartridge by pipetting 300 microliters of saline into the cartridge. The blank cartridge was processed with xpert xpress cov-2/flu/rsv plus. The result of the blank was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. On (B)(6)2022, the customer reported to cepheid that they believe the issue is isolated to the swabs. On (B)(6) 2022, customer ran swab with no human specimen on xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. There is no contamination in the area where swabs are stored. Swabs came sealed. On (B)(6) 2022, customer ran a swab from a different lot. This run was processed on xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 negative, flu a negative, flu b negative, rsv negative. This case involves a number of questionable positive sarscov2 results using the xpert xpress cov-2/flu/rsv plus test. Customer suspects false positives due to increasing number of positives and higher CT values. Test is being used for travel screening which is off-label use. Examination of pcr data showed normal appearing pcr curves. Customer reported that swabs were contaminated. The likely root cause is contamination and/or carryover. There is no known impact to asymptomatic persons tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status."" Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.